Event description:
Pt was hospitalized in 2001.

Event description:
Reporter noted surgeon was unable to achieve sufficient vacuum levels during phaco. Occlusion tone sounded, but irrigation contiued and iop increased. Replaced u/s tip, then replaced u/s handpiece. Posterior capsule rupture and corneal clouding occurred. Iol was sewn in. Pt was hospitalized for 13 days.

Event description:
Anterior vitrectomy performed. Corneal edema and corneal clouding post-op due to prologned procedure. 6/4/2001: va (corrected va) - hand motion (0.01). 6/12/2001: va (corrected va) - 0.04 (0.05). 7/31/2001: prognosis reported as remission